Event description:
It was reported that the patient presented to the hospital for a generator replacement procedure. After the pocket was opened, it was noted that the right atrial (ra) failed to sense. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.